Manufacturer narrative:
Device evaluation: the suspect medical device was not returned to the manufacturer for evaluation/investigation. Therefore, the evaluation/investigation was performed exclusively on the basis of the information/photos provided by the customer. According to the picture provided, it could be confirmed that the ceramic insulation at the distal end of the resection sheath is broken off. The type of damage described by the user is typically caused by thermal and/or mechanical overload in combination with wear and tear. Therefore, this event/incident was attributed to use error. It cannot be conclusively determined whether the insulating insert had already been pre-damaged before the incident occurred, whether the damage was triggered during the reprocessing cycle preceding the incident, or during the last procedure. A material or quality problem can be excluded since a manufacturing and quality control review was performed for the affected lot number of the resection sheath without showing any abnormalities. The case will be closed on olympus side and the user will be informed about the investigation results. Furthermore, independently from the above mentioned issue, a CAPA was initiated in march 2019 where further investigations, trending, and surveillance will be performed.

Manufacturer narrative:
The suspect medical device has not yet been returned to olympus for evaluation/investigation. Therefore, the exact cause of the user's experience and the reported phenomenon could not be determined and is being judged as unknown. However, if the suspect medical device is returned for evaluation/investigation or additional significant information becomes available, this report will be updated.

Event description:
Olympus was informed that during a therapeutic transurethral resection (tur) procedure, the ceramic insulation at the distal end of the resection sheath broke off and fell into the patient's bladder. However, no fragment remained inside the patient since it was reportedly retrieved. The intended procedure was successfully completed with the same set of equipment and there was no report about an adverse event or patient injury.